Manufacturer narrative:
(B)(4). The bmw mentioned is being filed under a separate medwatch report number. Evaluation summary: the device was returned for analysis. The deflation issue was able to be confirmed. The inflation issue and difficulty removing the guide wire to advance could not be replicated in a testing environment due to the condition of the returned device. The difficulty removing the device post deployment could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
Subsequent to the initial filed medwatch report, an unspecified balance middleweight (bmw) guide wire received by the abbott vascular returned goods lab backloaded through the xpedition complaint device was noted to have a stretched tip. Additional information received indicated that the bmw tip became stretched during the maneuvers to remove the difficult to remove xpedition after stent deployment. No additional information was provided.

Event description:
It was reported the during the procedure to treat a non-calcified lesion in the non-tortuous, diffusely diseased proximal through distal right coronary artery (rca), an unspecified rx xience xpedition stent was successfully implanted in the distal rca. A 2nd unspecified rx xience xpedition stent was then successfully implanted in the mid rca. After performing pre-dilatation, and after successfully unpackaging and advancement of a 3rd stent (3.5x38 rx xience xpedition ll) without resistance, the balloon was difficult to inflate during stent deployment. The balloon was slow to inflate but was ultimately successfully inflated to 10 atmospheres and the stent was successfully implanted. However, the balloon was unable to be deflated at all, despite pulling and holding negative using a syringe and multiple low pressure inflations/deflations, and was difficult to remove from the stent, despite applied force. The guide catheter was advanced into the coronary and was able to be advanced over the balloon; the guide catheter and balloon were then withdrawn from the anatomy as a single unit. The deployed stent was confirmed to be successfully apposed and remained in its target location. While the patient experienced bradycardia, the issue resolved with no reported intervention. This issue caused a clinically significant delay, however, there were no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.